Event description:
It was reported that the pump battery could not be charged. Additionally, the battery gauge was fluctuating. Customer¿s blood glucose level was 184 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.